Event description:
It was reported that the customer received a button error alarm on the insulin pump, while the customer was outside working in her flowers. Her blood glucose level was not known. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once analysis has been completed. No conclusion can be drawn at this time. (B)(4).